Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia the customer¿s blood glucose level was 600 mg/dl. Customer informing that the insulin pump was locked and mentioned that they were unable to rewind and put a new reservoir inside. Customer declined to troubleshooting and mentioned they will do a bolus afterwards as management. The devices will not be returned for analysis.